Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon indicated that the universal surgical manipulator (usm) arm was acting funky and they were unable to take control of the usm arm 2. The issue was reported to dvstat after completing the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs but did not find any associated errors. The tse recommends completing a hard reboot on the patient side cart (psc). The customer would perform it and call back if needed. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to perform a hard restart and will call back if there are more issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.